Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high and that he was hospitalized. He had a high blood glucose 300 mg/dl and treated with manual injection. He did not recall the blood glucose reading at the time of admission. He was wearing the insulin pump at the time of the event and was still not released at the time of the report. He also reported that the insulin pump had been beeping. The drive support cap appeared normal. The insulin pump passed the high pressure test. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.